Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted the complaint cannot be confirmed for deployment difficulties mentioned in the allegation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date - device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after all steps were followed correctly, the angio-seal device suture would not release to remove the sheath and expose the tamper tube. The doctor followed trouble shooting protocols and was able to cut the tubing. This allowed him to remove the sheath, expose the tamper tube, and seal the femoral artery. There were no patient complications, however the patient did say his groin was sore at the end of the case. The doctor did check with an ultrasound and the device worked successfully. As of two days later, there are no complications. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 23december2020: the procedure was a gastro- duodenal artery (gda) coiling.